Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was treating a moderately tortuous, heavily calcified, diffused, 80% stenosed lesion in the mid right coronary artery. After pre-dilatation with 1.5x8mm and 2.0x12mm mini trek balloon dilatation catheters, the 2.75x12mm xience v stent delivery system did not cross due to the patient anatomy and the proximal shaft separated. The device was easily removed from the anatomy and the patient was treated with medical management. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.